Manufacturer narrative:
Batch review performed on (B)(6) 2015: (B)(4) items manufactured and released on (B)(6) 2015; expiration date: 2020-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event (MDR 2015-00288).

Event description:
Patient presented with hip infection. The surgeon washed out the hip and exchanged the liner. The surgery was completed successfully. There are no x-rays available.

Manufacturer narrative:
Additional information received on 12 january 2016 and includes: the hospital refused the request for the explants being returned and the pathology will not be released by the hospital either. On 09 february 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 10 february 2016 the report was sent to the initial reporter and the case was closed.